Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tandem xl ercp cannula was used in the sigmoid colon during a colonic stent placement procedure performed on (B)(6) 2014. According to the complainant, the patient had a tumor located in the sigmoid colon, and the purpose of this procedure was a bridge to surgery. During the procedure, the physician had difficulty advancing a non-bsc guidewire through the stricture of the sigmoid colon. ¿at some point¿ the physician was able to advance the guidewire through the stricture, and the tandem xl ercp cannula was used to place a 22mm×8cm non-bsc stent with no resistance. The stent did not cover the stricture, therefore a second non-bsc stent was placed with no resistance. After the stent was placed, it did not expand sufficiently. Contrast radiography was performed and the contrast media passed through a perforation into the abdominal cavity. An x-ray was taken and reviewed. It was determined that the non-bsc stent had penetrated the intestinal tract causing the stent to be placed between the abdominal cavity and the intestinal tract of the colon. This was confirmed with a CT image. Emergency surgery was performed. The abdominal cavity was opened, the stents, tumor, and the perforated section were removed. The patient's condition at the conclusion of the surgery was reported to be stable. In the physician¿s opinion, the perforation, which was located 2-3 cm proximal (anus side) of the tumor in the sigmoid colon, was caused by either the non-bsc guidewire or the tandem xl ercp cannula. Since the tandem xl ercp cannula and non-bsc guidewire were advanced together, the physician is not sure which caused the perforation. The physician thinks it is less likely that the stents caused the perforation, since he did not encounter strong resistance when inserting them. Additionally, according to the directions for use (dfu), the intended use of this device is to inject contrast medium to obtain a cholangiogram of the biliary duct system. However, this device was used for cannulation and stent placement in the sigmoid colon.